Event description:
It was reported that the patients ipg had difficulty communicating with the remote following non-device related surgery wherein an electro cautery was used which compromised the ipg as revealed from the x-ray. The physician also confirmed that the ipg was fried. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160 ((B)(6)). Device evaluation indicated that the ipg was undetectable to rc and cp. It could not be charged. The device was cut open, and the battery measured 1.48 volts. The battery was replaced by an external power source for further investigation. The device exhibited excessive quiescent current leakage (8.69 ma), and a hot spot on u2 asic (28.3 degrees c). A review of the patient's data found the battery depletion rate was within the expected range prior to the reported previous procedure.

Event description:
It was reported that the patients ipg was experiencing difficulty communicating with the remote. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.